Event description:
It was reported the pt ((B)(6)) has experienced short term memory loss and multiple illnesses following implantation of her dbs system. Despite these issues, the pt is reportedly pleased with the overall therapeutic effects of the system. No further info is available.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.